Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost effective therapy. The drg lead was found to have migrated and was no longer useful. The patient underwent surgical intervention where the old lead was removed and a new lead implanted. Reportedly therapy was restored. No reported complications during procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.